Manufacturer narrative:
Olympus had followed up with the user facility to gather additional information regarding the event without success. A total of five biopsy forceps were received for evaluation, one that had been used, and four unopened, unused devices. The used biopsy forceps were evaluated and no forceps irregularities were observed. The subject device reportedly functioned normally when tested. All five devices have been forwarded to the original equipment manufacturer (OEM) for further evaluation. If additional significant information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during three separate colonoscopies, the patient's tissues reportedly tore as the device was pulled. The users claimed that the subject device was in a closed position following the acquisition of patient samples. The physician reportedly claimed to have used the clips to stop the bleeding on one patient while other two patients did not require further treatment. The procedures were successfully completed. There was no additional significant information provided to date.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event.all five devices were forwarded to the original equipment manufacturer (OEM) for further evaluation. The OEM evaluation confirmed the devices performed normally and were not the cause of the reported event.please cross reference MFR. Report numbers: 2951238-2016-00147 and 2951238-2016-00148 to account for the three patients as referenced in the original report.